Event description:
It was reported during administration to the patient, there was a leakage of the medication. The event occurred during use, but there was no reported patient harm/adverse event.

Manufacturer narrative:
B3: the event occurred during use in early feb-2026, but no exact day was provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.